Event description:
During an atrioventricular nodal reentry tachycardia procedure, the patient went in to 2:1 mobitz1 rhythm during the waiting period about 5 mins after the last ablation. The heart block was observed upon infusion of isoprenelene and resolved on its own with no intervention necessary. The procedure was then successfully completed and the patient was discharged. The physician did not allege any issue with abbott equipment, however can not confirm the therapy catheter is not responsible.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block could not be conclusively determined.